Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified time on (B)(6) 2019, when she obtained the multiple alleged inaccurately high results of ¿331, 303, 259, 322, and 337 mg/dl¿ compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication, diet and/ or exercise (she did not provide any more specific information on her normal diabetes management routine). The patient reported that in response to the alleged product issue at 12pm on (B)(6) 2019, she took an increased dose of medication, she did not provide any further information with regard to dosage. The patient claimed that one hour after the start of the alleged product issue, she began to develop the symptoms of ¿felt dizzy and headache¿. She reported that at 12:30pm the next day (may 23) she went to the hospital where she received healthcare professional (hcp) treatment in the form of ¿a tablet of metformin¿ at 12:30. The patient reported that at 12:46 her blood glucose was tested on another (unspecified) meter and a result of ¿140 mg/dl¿ was obtained. The patient then received further hcp treatment in the form of ¿IV, until 6pm¿. The patient was unable to provide any further information on this specific ¿IV¿ other than stating that she ¿did not allow any insulin to be administered¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. The csr also verified that the test strips used by the patient at the time of testing had expired and/ or were stored incorrectly. Replacement products were sent to the patient. This complaint is reported because the patient reportedly received hcp treatment for an acute blood glucose excursion after taking an increased dose of medication due to alleged inaccurately high results obtained with the subject meter.